Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump, and will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was a no disposable pump wont run alarm. Air was noted. The patient was not affected. Reservoir volume 134.9, rate 2, given 55.85. There was no patient injury.